Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with an ams bioarc sling to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered permanent bodily injuries "severe personal injuries, pain and suffering, severe mental anguish, disfigurement," and physical impairment. The plaintiff's attorney also alleged that "on or about (B)(6) 2009 and (B)(6) 2009" the plaintiff underwent surgical attempts to explant the sling.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.